Manufacturer narrative:
(B)(4).

Event description:
The pump "ripped loose" on 2 occasions. The pt was 5 ft 5 inches tall. The first episode the pump "ripped loose" was 3 days post implant surgery. The pump was positioned under the ribcage and rubbed against the ribcage. The pt's stomach, side and back were distended. Csf (cerebrospinal fluid) was "coming out of back." The first episode was resolved following a revision surgery. The pt was awaiting a second revision since the pump "ripped loose again." Per the reporter, the pt's quality of life was greatly improved due to the pump. Having the pump was more important than the complications.